Event description:
It was reported a patient's atrial lead presented with far r-wave oversensing. There was also a drop in atrial sensing that led to the suspicion of possible dislodgement. No changes were reported. The patient status was stable.